Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and inhibition of pacing. The transvenous defibrillation lead was repositioned and the device sensitivity was reprogrammed (made less sensitive). No further oversensing/inhibition of pacing events have been noted.